Event description:
The user facility reported that water was leaking from their system 1e. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and observed a leak at the processor's water inlet connection. The technician unthreaded the hose fitting and found a cut gasket. The technician replaced the gasket, rethreaded the fitting onto the connection, ran a diagnostic and processing cycle and confirmed the processor to be operational.